Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose levels no explanation. The customer's blood glucose level was unknown at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. Customer did not receive medical assistance. The insulin pump will be returned for analysis.